Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm during our testing. The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery tests. The insulin pump has cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer did not recall any significant events leading to the alarm. Blood glucose value was 200 mg/dl. During the call; the customer reported that her blood glucose has been going up and down and she had low blood glucose of 30 mg/dl the day before which she treated by drinking soda. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.